Event description:
I had essure placed to prevent pregnancy and had a terrible reaction to it. My allergies got way worse, I was becoming allergic to things that never bothered me before. Some of those things include potatoes, avocados, carrots, dogs, air outside, and many other things. I was incredibly weak and tired. I couldn't take care of my family or my house. I bruised really easily, I was puking constantly, I was pale, had terrible pelvic pain, was depressed, thought my family would be better without me alive because I couldn't take care of them and was very grumpy and irritable. I was so weak some days I would only move off the couch to go to the bathroom. I have never been that sick in my life. I would go to bed at nights and literaly thought I wasn't going to wake up in the morning. I thought my husband would find me dead. It didn't start out that bad. It started with excrutiating pelvic pain, fatigue and very heavy periods, puking while on period, headaches and a few others but I was still able to function for the most part but eventually it got to the point I truly thought I was going to die.